Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (11.1 mg/ml) and fentanyl (555.0 mcg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that ¿it's working so slow¿. When the agent inquired if it was with turning on the handset and/or connecting to pump, the patient stated, ¿turning on and connecting are slow - for the bolus to go through - it gets stuck at I think 51% and 91% - 91% is a real stickler - it just f eels like 2 minutes but it's really not - what's a long time actually - 4 - 6 seconds - because it keeps going around and around ¿ it could just be me¿. When the agent inquired about the event date, the patient stated, ¿maybe a month and a half or two months ago - it used to go around ok¿. The patient was going to call back later to perform troubleshooting.